Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient¿s blood glucose was high. The customer's mother reported that patient's blood glucose was over 500mg/dl last night. The customer's mother declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.